Manufacturer narrative:
(B)(4): the manufacturing documents (DHR) were reviewed and no complaint related issues were found.corrected brand name from femoral plate to 4.5mm broad dcp plate 14 holes/231mm.corrected common device name from femoral plate to dcp plate.(B)(4): placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information: subject device has been received and is currently in the evaluation process. Exact date that the plate broke is unknown.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigations inspected the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The fracture surfaces (part a and b) of the fragment 2 were investigated by scanning electron microscopy (sem. The dcp 4.5 is made of stainless steel and was produced in 1990. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the dcp 4.5 is in compliance with the at that time valid international standards and the latest version of the international standards iso 5832-1 and astm f138 for surgical implants made of stainless steel. The dimensions of the investigated dcp 4.5 (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate is 15.93 mm and the thickness is 4.73 mm. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Corrosion marks /fretting corrosion were observed in several plate holes. Fretting corrosion results from micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. The fragment 2 of the dcp 4.5 is bent and shows marks of a bending tool. When examining the fracture surfaces (part a and b) of the fragment 2 of the dcp 4.5 using the scanning electron microscope (sem), the initial fracture areas and the fracture behaviour were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing partly slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The very small areas with dimples on fracture surface a correspond to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Based on the fact that we did not find a residual forced fracture zone on the fracture surface of part b it is assumed that the side with the smaller profile fractured completely first. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the dcp 4.5. The implant* could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis.

Event description:
Device report received from (B)(6) indicates patient was implanted with a plate for a periprosthetic femur fracture on (B)(6) 2011, plate was noted as broken on (B)(6) 2011, and patient was revised on (B)(6) 2011.